Event description:
It was reported that the handpiece continued to run on its own while the equipment was being tested. There was no pt involvement. There was no medical intervention required. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device running on its own was duplicated. Based on the investigation details, the likely cause was a failed e-box, which was replaced along with the motor and other components.